Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that no extension to surgical time was reported. No depuy cement is listed in the patient's primary usage. Assumed to be competitor cement and the affected side of the patient was the left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had primary surgery in 2013 - implant stickers attached. In 2022, tibia loose and joint unstable and lax. Revision of both components today at (B)(6) hospital. Surgeon commented that ¿pitting was evident¿. Pre-op x-rays also attached. Doi: (B)(6) 2013. Dor: (B)(6) 2022. Unknown knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. Through follow up it is now understood there is no allegation associated against a product malfunction. Review of the x-ray evidence found nothing indicative of a device nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot; the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records (mre) was not performed. Corrected: g1.